Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076-58 lead, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that one day after implant, undersensing was observed, and no p-waves were sensed for the right atrial (ra) lead. Reprogramming was done for the ra lead. The lead remains in use. No patient complications have been reported as a result of this event.